Event description:
It was reported the patients ipg became inoperable following an unrelated surgery and the patient did not set the ipg into surgery mode. Next course of action is undetermined at this time.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.